Event description:
It was reported that the device could not be interrogated with two different merlin programmers nor by a 3510 pro- grammer. An EKG showed a demand pacing rate of 60 ppm and a magnet rate of 88.2 ppm. When an attempt was made to read the elective replacement indicator byte, an "operation failed" message was displayed. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.